Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used during a transurethral lithotripsy procedure. Procedure date is unknown. According to the complainant, during the procedure, while the physician was crushing the stones using a laser, it came in contact with the guidewire that was placed in the ureter. The guidewire distal tip was cut into two and the corewire was broken. The detached tip was removed by laparoscope. The patient has been hospitalized and the patient's condition at the conclusion of the procedure was reported to be good.